Manufacturer narrative:
On 5-jan-2022, it was found that the incorrect manufacturing record evaluation (mre) statements were included on the initial report. Manufacturer's reference number: (B)(4). The correct manufacturing record evaluation (mre) statement is "since no lot number was provided, no manufacturing record evaluation could be performed."

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 350 cc mentor smooth round moderate profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 21, 2023, mentor received additional information regarding the patient's weight. It was reported that the patient weight 106 lbs. At the time of event. Section a4 has been updated to reflect this additional information. Manufacturer's reference number: (B)(4).